Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coord that the pt had some intermittent power spikes and had a small stroke 5 days after implant and a second stroke 9 days later. Waveforms were sent into the MFR for review during this time frame. The pt unfortunately expired a few days later. The autopsy performed revealed a clot located at the inflow.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.